Event description:
It was reported that during an emergency heart catheterization, the dr was reviewing the images when the monitor went blank. He was unable to see the fluoroscopic image after the malfunction. The pt later expired on the table.

Manufacturer narrative:
The malfunction appears to be a result of a hard drive crash in the radiographic imaging computer (bsr). Further troubleshooting showed that the plugs on the power connections of the ups (uninterruptible power supply) were crooked in the receptacles causing the ups to be non-functioning. The malfunctioning hard drive in the computer was replaced, and the sys was brought back to operating condition. The bsr was returned to the factory in (B)(4) for investigation. The customer later said that "risk mgmt and biomed both cleared the equipment as not causing the death."